Event description:
Pt underwent initial placement of left total hip arthroplasty during 9/92 and sustained 2 subsequent dislocations of the prosthetic device. Pt was admitted to the hosp for surgical treatment of recurrent dislocations. The acetabular cup and liner were removed and replaced at the time of surgery. The cup was placed in a more "horizontal" position in an effort to prevent subsequent dislocation of the prosthetic device. Pt underwent surgical procedure 4/5/95.